Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested consult review and inquired if the device system would be magnetic resonance imaging (MRI) conditional. Ts reviewed the stored data and confirmed the ra lead pacing impedance measurements had gradually been increasing over time. Ts also confirmed that this would make the device non conditional and the MRI scan off label. At this time, no adverse patient effects were reported. This ra lead remains in service.